Event description:
There are 2x exactamix 3000 ml eva containers found to have a leaking middle port. Both are the same lot number and expiration date. They were both found before delivered to patient, so there was no patient interaction in this event.